Manufacturer narrative:
The complaint of retraction issues with the needle was confirmed and the cause appeared to be manufacturing related. Representative 18ga insyte autoguard bc winged units were received in sealed unit packaging from lot: 5118145. A functional test showed that the retraction time of some units exceeded the specification. Displaced gel between the flash chamber and the grip appeared to be a contributing factor of the slow retraction. The slow retraction was likely a contributing factor of the needle notch becoming caught on the blood control valve. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
Could you confirm if the burst veins/haematomas are related to this report: did the patient require medical treatment for the burst veins/haematomas reported? (Rhesus) yes if yes, could you provide details? How many times has this happened? (Rhesus) each time the haematomas were treated with alcohol dressings.

Event description:
It was reported that insyte autoguard bc pro 18 ga × 1.16 in catheters - needles do not retract. The canula, which is normally self-retracting, is having great difficulty retracting. This malfunction is becoming increasingly dangerous, as it entails a risk of aes when the canula is withdrawn. It sometimes causes veins to rupture, resulting in haematomas.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.